Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient was hospitalized for high blood glucose. The customer¿s blood glucose level was 522 mg/dl at the time of the incident. The patient¿s current blood glucose was 236mg/dl. The customer reported that she had been having high sugars. The customer reported that she had received new infusion sets, but was still getting high blood glucose. The blood glucose was 429mg/dl preciously. The customer treated with the pump for the high blood glucose. Previously the patient¿s blood glucose was 202mg/dl, 193mg/dl, 266mg/dl, 174mg/dl, 274mg/dl, 295mg/dl, 238 mg/dl, 392 mg/dl, 522 mg/dl and 422 mg/dl. Then customer treated it with a syringe. Also blood glucose was 491mg/dl, 459mg/dl and 432mg/dl earlier. The customer treated with pump for 236mg/dl and 214mg/dl. The customer has contacted their healthcare professional regarding the high blood glucose. The customer reported that the drive support cap appears normal (slightly indented). The customer was advised to monitor the pump and blood glucose and to call back if the high blood glucose persists. The customer also had a bent cannula and product not adhering issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
Customer was not hospitalized.